Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, adhesions, chronic pain and subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and adhesions as possible complications. This emdr represents the bard/davol perfix plug (device #2). Additional emdrs were submitted to represent the bard/davol perfix plugs (device #1, device #3, device #4 and device #5). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery on (B)(6) 2004 for an inguinal hernia repair and three bard/davol perfix plugs were implanted. Attorney alleges that further to implantation with the product, the patient suffered the development of hernia recurrence and chronic pain. The patient underwent another corrective revision surgery on (B)(6) 2004 with the implant of a fourth bard/davol perfix plug. It is alleged that the patient underwent another corrective revision surgery on (B)(6) 2008 with the implant of a fifth bard/davol perfix plug. It is also alleged that the patient underwent another corrective revision surgery on (B)(6) 2011. It is also alleged that the patient sustained injuries including mesh failure, hernia recurrence, adhesions and chronic pain. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.